Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the device alarmed no delivery alarm and motor error alarm. Customer's blood glucose was 434 mg/dl. Device was able to rewind. Customer declined troubleshooting for high blood glucose. Customer mentioned the reservoir had expired. Customer will not be returning the reservoir for analysis.